Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive touchscreen, where the display would not unlock despite responding to alerts and showing adequate charge, and the device was replaced. Symptoms included no adverse events and no effect on blood glucose. Outcomes included no injury, no hospitalization, and continued glycemic management without interruption. Investigation included customer interviewing and remote troubleshooting and inspection of the returned device. Investigation of this case revealed a device interface malfunction consistent with a faulty or nonresponsive touchscreen component, with replacement as the corrective action. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display/touch interface.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."